Event description:
A lifeport vascular access port catalog # lvtx - 7513 from rita lot #28233 medical systems/angio dynamics inc was implanted in 2006. Chest x-ray after procedure showed satisfactory positioning and no pneumothorax. The pt was undergoing chemotherapy for lymphoma. When inability to access the port was reported an x-ray was done and revealed the catheter was split underneath the collar bone. The port was removed in 2007 and replaced with a port from lot #29207.